Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery cap was stuck to the pump and the battery compartment was cracked. A visual inspection of battery cap showed that the battery cap threads were stripped. The battery cap height is above specifications and the battery cap width is below specifications. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap height and width were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.